Event description:
During a demo of the tna plasmablade the adenoid tip came off the wand.

Manufacturer narrative:
Investigation of the returned device noted the bendable section of the adenoid tip was separated from the finger grip. The root cause of the failure can be attributed to the glue bond between the tubing and finger grip. Inspection of the lot history record did not note any issues during the manufacturing of this lot. Due to the previous complaints of similar occurrences, a corrective action report (B)(4) has been opened to further investigate this type of failure mode.